Manufacturer narrative:
The zoll catheter was returned to zoll on 01/24/2018 for investigation; however, investigation is still in progress. A supplemental report will be filed when investigation has been completed.

Event description:
The patient was inserted a quattro catheter for ivtm therapy. The user initially experienced difficulty inserting the quattro catheter (getting the line in place) on the patient. Approximately 1 hour after insertion, blood was observed in the in/out lumens of the catheter that connects to the start-up kit (suk) as well as blood on the start-up kit tubing, thus suspecting a likely catheter leak. Following this, the user placed another catheter on the other groin of the patient without further issue observed. No known impact or patient consequence was reported. Additional information from the manufacturer's clinical field representative stated that the person who performed the insertion is experienced with catheter placement. The catheter balloons were not inflated prior to catheter placement.

Manufacturer narrative:
The reported catheter leak was confirmed. The catheter's distal balloon and the distal end had a tear upon inflating. Visual inspection of the returned catheter was performed. No abnormalities with the catheter were seen. During functional testing, the catheter was connected to a pressurized inflation device. Immediately upon pressurizing the catheter, a leak was observed on the distal balloon. No leakage due to crosstalk was observed during manufacturing all catheters are 100% inspected for leaks by subjecting them to pressure testing. Only units that passed are moved to the next process. Probable causes for the reported complaint can be a latent material defect. Historical complaints were reviewed for related complaint with quattro lot# 73768; there was one other complaint reported on (B)(6) 2017 due to a confirmed leak at the proximal end and medial balloon.